Manufacturer narrative:
Tandem's pump user guide states: your t:slim pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the user was swimming with the pump for approximately 1 hour. The user¿s blood glucose (bg) level was 314 mg/dl. The user addressed bg level with a manual injection. There was a delay in clearing the alarm; however, insulin delivery was resumed.